Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/30/2021. H.6. Investigation: a device history record review was completed for provided lot number 1809005. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through analysis of the returned samples, the presence of oxide stains on the cannula components were observed. The manufacturing plant that produces this eclipse needle product receives closed cartridges of cannulas from an internal supplier. The cartridges are directly introduced to the assembly machine and assembled into the needle hubs. It is most likely that the oxidation of the cannulas resulted from incorrect storage of the component, such as storage near detergents or cleaning products with sodium hypochlorite or similar. It has been determined that the oxidized cannulas were not detected by the operator and were not removed prior to being introduced to the manufacturing process. H3 other text : see h.10.

Event description:
It was reported that the bd eclipse¿ needle experienced foreign matter in the fluid path. The following information was provided by the initial reporter: in the sample of 800 initial inspection units, a needle with oxide was found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle experienced foreign matter in the fluid path. The following information was provided by the initial reporter: in the sample of 800 initial inspection units, a needle with oxide was found.